Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited noise which appeared to be due to positional and electromagnetic interference (emi). No interventions were performed and no patient consequences were reported.